Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, which occurred during dwell 2 of 3. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the hp then having him recycle the machine. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: there was nothing out of the ordinary noticed with the supplies and the therapy was finished with manual supplies. The nurse was contacted regarding the event and the sample was discarded. A companion sample was available and requested with lot number h11d05065. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint for system error 2240 was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).